Event description:
It was reported that the patient experienced a perforation in the left cylinder into the urethra. The inflatable penile prosthesis(ipp) cylinders and pump were removed. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.